Manufacturer narrative:
On january 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified two tears, tear a on the anterior view within the crease/fold measuring approximately 0.1 cm, the tear b on the posterior measuring approximately 0.3 cm. Microscopic examination was performed on the edges of rupture b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the rupture b indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 24, 2022, mentor became aware that the patient was also diagnosed with bilateral breast ptosis and breast asymmetry during the revision on december 9, 2021. In addition, the patient underwent bilateral mastopexy and replacement of implants with the following: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9661509 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9661509 sn: (B)(6). Ptosis on the right breast will be reported under mrn: 1645337-2022-04069. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient, who's undergone primary breast augmentation with two 500cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via an in-office examination. As a result, the patient underwent removal surgery on (B)(6) 2021.